Event description:
The complainant contacted leica biosystems and the following information was documented "over processed tissues. Pathologists experienced an issue with multiple small tissue biopsies appearing as 'fried'. Because of this, some cases were compromised to the point of pathologists being unable to make a diagnosis, even after attempts to rehydrate and reprocess the tissues. Talked with the customer, he mentioned that a lab technician mixed the wrong reagent (80/20 ethanol and ipa the wrong way), which might be the issue. The customer also suspects that's [sic] wrong protocol was run 8 hours protocol instead of 2 hours. Another issue that the customer is suspecting is that the samples spent a long time in the embedding station soaking in paraffin for a couple of days." On 12 march 2022, leica biosystems melbourne received information from the assigned leica field applications specialist ii-core histology (fas) that: "...16 cases were compromised to the point of pathologists being unable to make a diagnosis, even after attempts to rehydrate and reprocess the tissues"; a total of 19 processing runs consisting of "15x2h runs, 2x4h runs, 2x7h" protocols with the start/end time & date of affected run(s) detailed as "multiple runs between 2/26/2022 and 3/1/2022 on multiple instruments have been affected, the customer is not able to find all the instruments involved, but at least two peloris were involved" and the number of cassettes as "50"; the tissue types of the affected patient samples were "colon polyp, cervical, prostate, lever [sic]"; the size of the affected patient tissue samples was "small biopsy, under 1 cm" and the affected patient samples had been re-processed using "rehydration first, for the samples that still dried they ran it again in a 2h run." On 17 march 2022, leica biosystems melbourne received information from the fas detailing that the tissue sample(s) from 22 patient cases, which had been processed using either peloris ll tissue processor serial number (B)(4) or peloris ll tissue processor serial number (B)(4) had been adversely impacted; and an identifier, age, gender and the tissue type for each of the 22 patients was provided. On 22 march 2022, the fas confirmed that complainant was not able to identify the serial number of the specific peloris ll tissue processor used to process the 22 affected patient tissue samples. Refer to MFR. Report #8020030-2022-00022 and #8020030-2022-00024 to #8020030-2022-00043 for specific details of the other patients involved.

Manufacturer narrative:
It was not possible for the manufacturer to evaluate the operation and function of the instrument during execution of the multiple processing runs either started or completed between 26 february 2022 to 01 march 2022, which was the period detailed by the leica field applications specialist ii-core histology during which sub-optimal processing of patient tissue samples was reported, because instrument logs were not provided. Based on the information available, the root causes for the reported sub-optimal processing of patient tissue samples from 22 cases processed using either peloris ll tissue processor serial number (B)(4) or peloris ll tissue processor serial number (B)(4), which were reported to be over-processed and "...compromised to the point of pathologists being unable to make a diagnosis even after attempts to rehydrate and reprocess the tissues", were as follows: a use error, in which an eight (8) hour protocol was used to process patient tissue samples detailed as "colon polyp, cervical, prostate, lever [sic]" and "small biopsy, under 1 cm" respectively, rather than a two (2) hour protocol. Section 8.2.1 of the leica peloris/peloris ll user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types. The following information is detailed in relation to the two (2) and eight (8) hour protocols: the 2 hour protocol is recommended for tissue of <3 mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 6-8 hour protocol is recommended for tissue of 15x10x4 mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). An unspecified number of the patient tissue samples involved in this event being in the embedding station soaking in paraffin for "a couple of days" after the completion of tissue processing. This circumstance would have effectively extended the processing time of these patient tissue samples for the period that they were in the embedding station. The complainant also advised the assigned leica field applications specialist ii-core histology that an error had occurred during the preparation of 80/20 ethanol/ipa, in which a laboratory technician had prepared the reagent as 80/20 ipa/ethanol in error. Although the reagent was incorrectly prepared, this error is not considered to have contributed to the over-processed patient tissue samples, because 80/20 ipa/ethanol is a milder dehydrant.